Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces; also, moisture damage found on the electronics assembly, motor, battery tube, vibrator and keypad assembly noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The wife reported via phone call that the customer went into the pool while connected to the insulin pump. Customer's blood glucose was 104 mg/dl at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.